Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, six heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hosp.